Event description:
Reporter indicated a vns patient was hospitalized for increased seizures shortly after being implanted with the vns device. The vns was not enabled at surgery. Attempts for further info are in progress.